Event description:
The customer reported that the internal speaker was not working in the mx40. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.